Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. Neither the device, medical records, nor images have been returned for evaluation, therefore, the investigation is inconclusive for malposition of the device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The devices was not returned for evaluation; however, medical records were provided for review. The investigation is confirmed for malposition of the device and perforation . Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequences. The 68 year old female patient weight was not provided.